Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint, but data log review found an o2 sensor and blender disagree event. The fsr replaced the o2 sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was decreased to 80% and the central control monitor (ccm) displayed 50% and an 'oxygen (o2) sensor requires calibration' message. As mitigation, the epgs was recalibrated and the team worked around the values. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.